Event description:
A pt reported blood glucose results of "51 mg/dl and 96 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt felt weak, light headed, dizzy and weak after obtaining the readings. The pt contacted their physician for medical advice and was advised to decrease their medication until they are able to come for an appointment. The pt ate food and/or drank a beverage after attempting to use the meter. The test strips were in good condition and not expired. The patient did not have control solution to check the test strips. The technique of applying blod on the test strip was correct.